Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the sensor 1 was setting the alarm. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 2/28/2024. One device was received. Per visual inspection, missing some back panel screws. The reservoir, heaters and silicone tubing have some type of buildup from possibly using the wrong recirculating fluid. Looks like regular tap water is being used instead of distilled water or a 0.3% hydrogen peroxide/distilled water solution as advised in the user's manual. Per functional testing, the customer reported complaint could not be duplicated as all sensors work as intended, no alarms. Also, there is no sensor 1, unsure what the customer is referring to. There is a "1" label on the device for the bottom socket, but there is only a thermistor located there which will not trigger an alarm. The most probable cause is the problem was reported incorrectly. The device was not heating up and no water was circulating through the system. There was a clogged drain tube due to the buildup in the reservoir making its way down to the pump manifold. This caused a vapor lock, not allowing any water to reach the pump. The pump was replaced due to being "run dry", this can cause possible damage to the pump. After repairs and calibration, the device passed tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.